Manufacturer narrative:
(B)(6) 2015 follow up: customer reported that blood glucose level was reported to be within target range. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced sporadic elevated blood glucose levels (260-350 mg/dl). Customer administered manual insulin injections in different areas of the body to treat elevated levels.